Event description:
It was reported during use the bd vacutainer® no additive (z) plus tubes shield/cap/ stopper was different color/shade or faded. The following information was provided by the initial reporter and translated from taiwanese to english: the customer stated the tube cap color was abnormal.

Manufacturer narrative:
H.6. Investigation: one (1) photo was returned for review and analysis. The photo verified the reported issues of color variation of the hemogard shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® no additive (z) plus tubes shield/cap/ stopper was different color/shade or faded. The following information was provided by the initial reporter and translated from (B)(6) to english: the customer stated the tube cap color was abnormal.